Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 3.1 mmol/l and 4.0 mmol/l and the insulin pump may over deliver the insulin. The customer reported that the insulin pump was not working due to the low blood glucose levels. The customer was treated for the low blood glucose with gulcose tablets. The customer was assisted with troubleshooting. The customer stated that the insulin pump programming was accurate. The customer reported that the reservoir was showing the same amount of insulin as shown on the status screen. The customer was not connected to the insulin pump while priming the device. The insulin pump passed the displacement test. The customer was advised to replace out the insulin pump due to possible pump over delivery. Product is expected to return.